Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has an error code message of patient wye not blocked. Patient involvement is unknown, was not provided by the customer.

Manufacturer narrative:
Corrected. Upon receipt, the crossover solenoid was not returned. Only one 3-station solenoid was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned three-station solenoid revealed no evidence of damage or contamination. Three-station solenoid was installed into the fi test ventilator. An operational test was performed and the ventilator boot up from ac and deliver breaths. No errors were generated at post and est test. Therefore, the reported problem of crossover test failed and produced patient wye not blocked error code message could not be duplicated. No failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified for the returned three-station solenoid.

Event description:
The manufacturer's field service engineer (fse) reported while performing the annual preventative maintenance on the ventilator. During extended self-test (est), the crossover test failed and produced patient wye not blocked and the unit would not recognize the wye was plugged. There was no patient involvement reported.